Event description:
It was reported that needle stick injury occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "complaint type: product, date of incident: (B)(6) 2020, needle stick injury, no sample available. When did this needle stick occur? (After use), who was exposed? (Medical lab assistant), what area of the body was exposed? (Index finger), was any post exposure testing performed? (Yes), what tests were run? Bbf protocol (hepatitis and hiv testing) and what were the results? (Unk)".

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone# (B)(6).

Event description:
It was reported that needle stick injury occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "complaint type: product, date of incident: (B)(6) 2020, needle stick injury, no sample available. When did this needle stick occur (after use), who was exposed? (Medical lab assistant), what area of the body was exposed? (Index finger), was any post exposure testing performed? (Yes), what tests were run? Bbf protocol (hepatitis and hiv testing) and what were the results? (Unk)."